Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0pc4h, implanted: (B)(6) 2015, product type lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) a shocking sensation. The rep noted the patient had fallen twice on the battery. The rep noted they had run an impedance check and all impedances were greater than 4000 ohms were found on all leads, expect for case and all electrodes. The rep noted the patient was reprogrammed on case and appropriate electrodes to try to eliminate any shocks. The rep noted the patient was booked for surgery immediately. The rep noted the issue was not resolved at the time of the report. The rep noted surgical intervention was planned on (B)(6). The rep stated the patient stated she was experiencing a shocking sensation at random times that was very painful. The patient noted she had fallen twice on top of the battery itself. It was noted the patient had back problems. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.